Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-07. Investigation summary: sample and photo received for investigation. Upon visual inspection, it can be observed there is contamination embedded in the barrel of the syringe. A device history review was performed for lot 2104004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated during molding process of the barrel. Before the injection machine is restarted, it is purged until the material is acceptable rejecting the first pieces. Injection machines are periodically subjected to maintenance and cleaning program.

Event description:
It was reported that brown foreign matter was found in the bd plastipak¿ luer-lok¿ syringe barrel. The following information was provided by the initial reporter: "it was reported to us for having some kind of brown contamination on the inside of the barrel"

Event description:
It was reported that brown foreign matter was found in the bd plastipak¿ luer-lok¿ syringe barrel. The following information was provided by the initial reporter: "it was reported to us for having some kind of brown contamination on the inside of the barrel".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.